Event description:
An accolade stem was loose insitu, and the pt was revised to a restoration modular. It was noted that they are awaiting surgeon's report of what the pt presented with.

Manufacturer narrative:
The device was not returned to the MFR. Add'l info has been requested and if received will be provided in a supplemental report.